Event description:
Contained extraction system was being used to retain uterine fibroids which were removed from patient's uterus. On removal of the extraction system, the bag broke. A small piece of bag was found on the sterile field. The procedure was completed with no harm to the patient.